Manufacturer narrative:
Batch review performed on 14 may 2019: lot 187982: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2023-12-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 19 days after the primary due to signs of infection (the pathogen is unknown). The surgeon performed an I&d and poly-swap and the surgery was completed successfully.